Manufacturer narrative:
The initial MDR report inadvertently listed the health professional as the operator of the device. The operator of the device is the patient. The initial MDR report inadvertently omitted the "30 day" report type designation along with the initial report designation.

Event description:
Reporter indicated via the manufacturer's implant card that a patient had prophylactic vns generator replacement surgery due to increased seizures. The explanted generator has been returned and is pending analysis. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's vns generator was replaced prophylactically due to the battery life estimate of 0.57 years remaining. The patient's parents wanted the vns settings to be decreased to see how the patient would do and to extend the vns battery life, however; the seizures increased when the settings were lowered. It was felt that it was best to change the generator now prophylactically due to the higher settings needed, and so there would be no interruption in therapy. It was unknown what seizure types were increased; they were just increased in general. Diagnostics were within normal limits prior to the surgery. Analysis of the explanted vns generator was completed. No anomalies were identified, and the generator performed per specifications.